Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable event of foreign material in the nozzle was confirmed. Based on the results of the investigation, the type of material and root cause could not be identified. The foreign material residue point was confirmed to be free from deformation. The reprocessing status was unable to be confirmed since information about it was unavailable. The events can be detected and prevented in accordance with the following sections of the instructions for use (IFU): instructions for gif/cf/pcf-290 series, operation manual chapter 3, ¿preparation and inspection¿ describes how to detect the subject event. Instructions for gif/cf/pcf-290 series, reprocessing manual chapter 5, ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection that the gastrointestinal videoscope exhibited a foreign object coming out of the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.